Manufacturer narrative:
Olympus keymed have requested that both the castor and the workstation are returned for further investigation. Currently waiting for confirmation that the product will be sent back. Requested further information on the nurses current state of health. She is recovering and now on a phased return to work. If any new information has been received regarding this issue then shall be re-evaluated as part of the follow-up report.

Event description:
The operating room nurse was transporting the wm-np2 trolley from the operating room to the intensive care unit to perform a gastroscopy. We have been advised that the patients room in the intensive care unit is small. The nurse moved the trolley from the bottom of the bed, to the side of the bed and connected the gastro scope to the clv-190. To reach the patient the nurse moved the trolley closer to the bed. When moving the trolley it tipped over clamping the nurse between the trolley and the bed. The nurse was unable to push the trolley off her as it was too heavy and had to call colleagues to help her remove it. On closer inspection one of the castors from the trolley had broken off. The nurse injured her arm and shoulder and has been off sick since the incident.

Manufacturer narrative:
Olympus keymed investigation completed. Keymed investigator found that the castor fixing has become loose during normal operation, which has not been corrected during routine maintenance, causing unecessary stress to the base of the bolt. This has caused the bolt to fail. The IFU clearly states the castors should be checked every six months for security and condition this will be the final follow up report, however, if any new information is received the case will be reviewed.

Manufacturer narrative:
New information received. Olympus keymed have been notified that the nurse that was injured during the event may not be able to return to work. No further details have been provided at this time.